Event description:
Reporter states "the bent outlet tab gets stuck by stool very often. If this happens you cannot put a tube through the outlet as with other brand's collectors. So, you are forced to take the fecal collector away even if the adherence is still ensured and/or work with the clamp and cut through the bag." Reporter states this process was not the best hygienic solution.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No additional info has been provided to date. Should additional info become available a follow-up report will be submitted. (B)(4).